Event description:
The customer stated that she was hospitalized with a high blood glucose of 588 mg/dl. The customer stated she was dizzy and disoriented. The customer was told to call to have the insulin pump replaced because it wasn't delivering insulin. The customer declined to perform any troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.